Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert before. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved during troubleshooting. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed power loss, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.